Event description:
Patient was revised to address osteolysis and synovitis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. Operative reports were received. A review of provided records did not identify a root cause for the reported problems. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: UDI, patient code.

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions.